Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several ventricular noise reversion episodes were observed. The stored egm was not typical for emi type noise, but rather rv over-sensing of an atrial sensed signal. After further analysis, lead noise was determined to be present on both the atrial and ventricular channels was noted. Potentially due to clavicular crush. Programming changes were suggested.

Event description:
New information notes that the suspicion of lead malfunction was revealed on the egm storage showing lead noise. The patient will be brought in to the clinic at a future scheduled date to make the recommended programming change.